Event description:
Pt admitted for treatment of septic knee joint to be discharged home on IV antibiotics. To accomodate therapy, IV team placed PICC catheter per protocol, on 3/23/95. Catheter required repair during weekend, and then urokinase x3 to declot. Upon examination 3/27/95, repaired hub fell off. In order for discharge plans to continue, a new catheter had to be placed.